Event description:
It was reported that the customer was in a car accident and hospitalized due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer was fasting at the time of the event. The display was cracked as a result of the accident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.